Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensor was replaced. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in an inability to start mechanical ventilation. There was no report of patient involvement.